Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the cap of the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology. The following information was provided by the initial reporter, translated from french: "black dots on the cap of the device."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-may-2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one sealed 20g x 1.00in. Insyte autoguard bc pro winged unit from lot number 1312554. Additionally, two photos were received for investigation. A gross visual inspection found that black specks of foreign material were present throughout the needle cover. Microscopic inspection confirmed that all the black specks were embedded in the needle cover. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. Burnt embedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that black foreign matter was found in the cap of the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology. The following information was provided by the initial reporter, translated from french: "black dots on the cap of the device."